Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During a right knee amputation procedure, it was found the taper in the proximal tibia body had cold welded. There was a 2 hour delay in procedure, as the surgeon had to deviate from the initial surgical plan.